Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a pacific plus balloon dilatation device to treat a lesion in a patient. It was reported that the balloon got stuck in the "bifurcation," the balloon burst and physician could not get it out of the sheath. No patient injury or clinical sequelae were reported for this event.